Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. During a preventive maintenance (pm) by the company service representative, complete pm was performed with full calibration, functional testing and safety checks to factory specifications. As part of the pm, the safety disk was replaced. The pump failed the relief valve pressure test on fill manifold test. The rv1 relief valve was cleaned with paper tower and then the pressure test passed. The pump met the factory specifications and was returned to the customer. (B)(4).

Event description:
During a preventive maintenance, the company representative observed that the iabp failed the relief valve pressure test. No patient was involved.